Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. His blood glucose was over 400 mg/dl at one point. The no delivery was resolved by changing the infusion set and reservoir. Troubleshooting was declined for the high blood glucose. The reservoir will be returned for analysis.